Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the tubing had a crack and started to leak below the upper fitment and was discovered upon opening the channel during an intravenous immune globulin (ivig) 400ml infusion running at 200-300ml/hr. The infusion was 99% complete when the event occurred. It was noted that these kind of infusions get air bubbles in them and the clinician had to open the channel door and expel the air bubbles upward. It was observed that the tubing seemed to be perfectly in the channel the whole time and never pinched in anyway. There was no harm to patient or healthcare provider.